Manufacturer narrative:
Evaluation summary: the catheter was returned with what appears to be a balloon rupture or tear in the latex. The damage occurred in the central area of the balloon and there appears to be a part of the latex missing. The damage site is 0.160" long and about 0.090" wide. The latex appears to be in good condition, there is no cracking or indications of deterioration. The catheter body is also in good condition. Both the distal and proximal windings are in good condition.

Event description:
The balloon ruptured during use. Patient had died, however, doctor thought the patient's death did not directly relate to the event.